Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient¿s hand tremors were still bad. The caller stated they didn¿t¿ know why the tremors were still bad when the ins was ¾ charged. They looked to see if the ins was on or off, and the caller described it as though it were off. Patient services helped the caller turn the ins back on and then the patient was having a hard time breathing, almost as if it took the patient¿s breath away. The caller said that they were okay, and the breathing was fine a little after that. Additional information was received: the caller reported moving 2 weeks ago and hadn¿t charged in a while, now the ins was empty. They confirmed a week ago that was when they were noticing the trouble with charging the ins. They stated that the ins looked off and it was reviewed how to turn stimulation back on. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the caller said the ins was shut off and they needed help turning it back on. The caller and patient just moved so they didn¿t know where the programmer was. The caller said the patient couldn¿t even eat without it on. Patient services walked the caller through the al feature, turned the ins back on, and confirmed the ins had full battery. The patient reported they felt stimulation and their symptoms were better. There were no further complications reported.